Event description:
This lead was explanted due to loss of capture. Dr stated that the issue may be with the lead (myocardium interface), but wondered if there was an issue with the device. Per biotronik rep, this lead was discarded by the hospital after the case. This lead was replaced with a boston scientific flextend lead. Associated devices: philos ii dr-t, MDR 1028232-2009-00930.